Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had minor scratches on lcd window, cracked case at display window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer dropped their insulin pump in the water while taking a bath. The customer's blood glucose was 360 mg/dl. It was stated that there was water under the display screen and that the numbers started ramping when attempting to give a bolus. The customer was unable to stop this. The customer did have a back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.